Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: unable to investigate- additional failure prevents adequate investigation. Black box data from date of pi has been overwritten. Current black box shows multiple loss of prime warnings with low non zero force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.